Event description:
It was reported to philips that the system failed to boot; os reload and hdd replacement resolved issue on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the hard disk spare part and reloaded the operating system, restoring the system to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).